Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red and itchy skin irritation under the front right electrode. The patient reportedly previously getting an irritation in the area under her breast. During follow-up, the patient reported that she saw a doctor for the skin condition and applied an ointment that she had previously been prescribed. The patient reported that the affected area was almost completely healed.